Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4) ¿ urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence, dyspareunia and vaginal scarring. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with anterior and posterior repair on (B)(6) 2006 due to cystocele, rectocele, stress urinary incontinence and mesh was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to suburethral portion of mesh exposed in its entirety in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.